Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the device was noted to be blinking on all sides (full panel flashing) due to high brightness/turret motor failure. The customer's originally reported issue of e200 error was confirmed. The following additional findings were also noted: detection lever does not enter high intensity mode due to wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during the power up of their visera pro xenon light source device prior to use in an unknown procedure, the device displayed a turret error e200. The procedure was completed successfully. Upon inspection and testing of the returned unit, the device was noted to be blinking on all sides (full panel flashing) due to high brightness/turret motor failure. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the high brightness/intensity motor failure and turret motor failure could not be identified. Olympus will continue to monitor field performance for this device.